Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter did not drained the urine to the drain bag. The user attempted troubleshooting with positioning. Primary nurse had already disconnected the catheter from the drain bag and drained patient urine into a sterile container. Then the user attached a new drain bag with the same problem. They applied gentle suction to drain bag outlet tube and urine still would not flow from the anti reflux chamber. The user cut the first drain bag and discovered that supposed to be the anti reflux valve was fused shunt, and no liquid or air could pass. Drain bag tubing had a dead-end and no urine could drain into the bag.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be ¿component cm2098(dome) out of specification: obstruction in internal diameter¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter did not drained the urine to the drain bag. The user attempted troubleshooting with positioning. Primary nurse had already disconnected the catheter from the drain bag and drained patient urine into a sterile container. Then the user attached a new drain bag with the same problem. They applied gentle suction to drain bag outlet tube and urine still would not flow from the anti reflux chamber. The user cut the first drain bag and discovered that supposed to be the anti reflux valve was fused shunt, and no liquid or air could pass. Drain bag tubing had a dead-end and no urine could drain into the bag.